Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00023. Concomitant medical products: articular surface fixed bearing cruciate retaining (cr) right 10 mm height, item# 42521000410, lot# 63603317. Tibia cemented 5 degree stemmed right size c, item# 42532006402, lot# 63783332. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right total knee arthroplasty and, subsequently, the patient underwent a manipulation under anesthesia due to stiffness. The stiffness was noted as resolved the same day without further complication. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g7, h1, h2, h3, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records and radiographs were provided and reviewed by a health care professional. Radiographs were not reviewed as images would not enhance the investigation process as adhesions and scar tissue are not visible via x-ray images. Review of the available records identified the following: initial surgery: pre op rom 12-130 degrees, no patellar resurfacing, no intra op complications noted, or time 63 minutes; (approximately two months¿ post implantation) stiff knee resulting in manipulation, resolved same day; three month follow-up: moderate pain, moderate difficulties, rom 30-100 degrees, some problems with activities, health score 69 the device history records were reviewed for deviations and/or anomalies with one related anomaly/deviation identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.